Event description:
It was later reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. It was noted the patient had an appointment on (B)(6) 2014 and (B)(6) 2014.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# va0938w, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported the patient fell and thought the wire may have moved. It was noted the patient¿s stimulator was sticking out and had to be pushed back down. It was reported the patient had a bed sore and felt stimulation in a different place.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0938w, implanted: (B)(6) 2013, product type lead. (B)(4).